Event description:
It was reported that the procedure was to treat a saphenous vein graft. A perforation was caused by an unknown balloon catheter. A 4.0 x 26 mm graftmaster was advanced to the lesion; however, it would not cross. The device was removed and a two other 3.5 x 12 mm graftmasters were advanced to the lesion and the perforation was sealed. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.